Event description:
Customer reported the system would not stabilize the image. No patient injury was reported.

Manufacturer narrative:
Customer declined repair at this time. This MDR is related to ge healthcare complaint.